Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, during attempts to move the robot into the operating room, the system would not complete the self-test, making it impossible to drive the robot and disabling all features. The system was observed to move in and out of the operating room, but a hard power cycle performed multiple times prior to and during the call did not resolve the issue. The robot was not in a faulted state and was not connected to the rest of the system. No logs were available for review. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed the system to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.